Event description:
It was reported that the right atrial lead exhibited noise. During lead revision fracture was noted on the lead. The lead was explanted and replaced. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.